Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an over-infusion of 5-fu with the use of a folfusor. As a result, the patient experienced heart palpitations (no further detail was provided). The indication for the infusion or whether the patient was hospitalized as a result of the event was not reported. It was reported that a folfusor, filled with 5-fu (fluorouracil) delivered the infusion ten hours faster than the expected delivery time and was completely infused after 36 hours instead of the intended 46 hours. The treatment for and the cause of the over-infusion was not reported. No further information was provided regarding the patient outcome. No additional information is available.